Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the detachment of the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
2 of 2. Olympus was informed that during a lavh procedure, the teflon pad partially detached from the device, exposing metal underneath the pad. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for detached teflon pad with metal exposure. The teflon pad was found deformed and partially separated from the jaw, exposing metal underneath the pad. No damage was seen in the probe.